Event description:
Customer reported device = 71 mg/dl. Lab = 51 mg/dl performed within five minutes of device result. No treatment received. Controls were in range. A request was made for return product and replacement product was sent.